Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 75-80 mg/dl. Customer had vitals checked and pump graph history checked. Customer was released shortly after with no further treatment administered. Reportedly the customer delivered a 20 unit bolus they did not need that subsequently decreased their bg level. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.